Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01572 and 3005099803-2015-01573 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015 . According to the complainant, during the procedure, the bands misfired and were not deploying in the correct order they were on the ligator head. The same issue occurred with the second speedband superview super 7 device. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the returned device found some residue present indicating use/handling. All seven bands were present on the ligator head with four of the bands moved distally. The suture was broken with portion still on the ligator head. The ligator head teeth was damaged. The complaint that the bands deployed prematurely was not confirmed. The device showed no evidence of the alleged issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01572 and 3005099803-2015-01573 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015 . According to the complainant, during the procedure, the bands misfired and were not deploying in the correct order they were on the ligator head. The same issue occurred with the second speedband superview super 7 device. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.